Event description:
Customer reported the following event : "the device used only once is broken at its end, on one side of the handle, around the opening cannulated".

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. Device will not be returned.

Manufacturer narrative:
Summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. It has been reported that the screwdriver broke during removal of a screw. Therefore this event is classified as user related.

Event description:
Customer reported the following event: "the device used only once is broken at its end, on one side of the handle, around the opening cannulated".